Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the device was not moving smoothly. Therefore, the reported condition that the device was defective was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI:(B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device was faulty. It was noted that the speed of the device could not be controlled or changed, the coupling was worn, the trigger of the device did not move smoothly, and there was component damage. It was further determined that the device failed pretest for general condition, check triggers, and check the oscillation/forward/reverse mode function. It was noted in the service order that the device had an unspecified defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.